Manufacturer narrative:
Results: (B)(4) customer sample was returned for evaluation. Thirty customer returned samples were submerged leakage tested for tubing leakage with no defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter had 3 occurrences of blood leaking from the connection between the non-patient end opaque plastic hub connection to the tubing of the blood collection set. The reported occurrences were received from 2 phlebotomist. There was no injury or medical intervention reported.